Event description:
Boston scientific received information that one day post implant the right atrial lead exhibited loss of capture. An x-ray revealed that the lead had dislodged. Subsequently the lead was successfully repositioned. The lead remains in service. Two days post revision, atrial sensed events were noted in blanking when the device was atrial pacing at 3.5 volts and programmed ddd. When programmed aai, there were no atrial sensed events in blanking. The field representative noted that if she decreased the output to between 2 and 2.5 volts in the ra there were no events in blanking. Boston scientific technical services discussed that a higher output could stimulate another pathway that is not stimulated at lower outputs. The field representative stated that the ra threshold was 1.5 volts, thus in order to program for a two times safety margin, 3.0 v would be optimal. Ts discussed programming options and reminded the field representative that blanking events do not affect timing. The lead remains in service. No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.